Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00563, 0001526350-2023-00564. G2 : foreign country: australia. Review of the most recent repair record determined the unit failed the proper mesh test due to a damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported bent comb pack. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.